Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it was not possible to obtain battery voltage / any data from the implantable pulse generator (ipg) ten days post implant. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable pulse generator (ipg) was left in "implant procedure status" during implant. The ipg implant detect was turned off per normal procedure and remains in use.